Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had multiple pump error alarm. Customer's blood glucose level was 130 mg/dl. Customer was able to successfully clear the alarm and complete the rewind. Customer reported that self test was performed but it was not passed. Troubleshooting was performed for the pump error . The insulin pump will not be returned for the analysis.